Event description:
It was reported from the united states that the patient complained of fatigue at clinic visit and on echocardiogram it was noted that the right ventricle looked worse. The patient was admitted for right heart catheterization, placed on milrinone and was sent home a few days later. As of a month later, the patient was feeling much better.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was reported that the patient complained of fatigue. An echocardiogram noted worsening right heart failure. The device was not returned to the manufacturer for evaluation as it remained implanted. The reported event was not confirmed via controller log file analysis as it was inconclusive. The most likely root cause of the reported clinical adverse event cannot be conclusively determined; the root cause may be attributed to patient, procedural and pharmacological factors. Right heart failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be due to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was reported that the patient complained of fatigue. An echocardiogram noted worsening right heart failure. The device was not returned to the manufacturer for evaluation as it remained implanted. The reported event was not confirmed via controller log file analysis as it was inconclusive. The most likely root cause of the reported clinical adverse event cannot be conclusively determined; the root cause may be attributed to patient, procedural and pharmacological factors. Right heart failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be due to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the reported clinical adverse event cannot be conclusively determined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803.